Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was implanted for gallbladder decompression for cholecystitis during a cholecystoduodenostomy procedure performed on (B)(6) 2015. According to the complainant, the patient presented at the hospital with cholecystitis. The physician placed an axios stent was placed between the duodenum and the gallbladder as the patient was not healthy enough for surgery. The stent was placed without any issues. Later on that same day, free air was found in the patient's abdomen. Percutaneous gall bladder drain was performed in order to resolve the free air. In the physician's assessment, the procedure contributed to the free air in the patient's abdomen, not necessarily the stent. It is unclear as to whether or not there was any harm to the patient as a result of the free air found in the abdomen. The patient&#38112;condition at the conclusion of the procedure was reported to be ill.